Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was brought to the operating room at 12:24 pm on (B)(6) 2025 for removal of a suspected foreign body, iris strand, or cilia (sent to pathology). Left eye cataract surgery was performed on (B)(6) 2025. At the 1-day postoperative visit on (B)(6) 2025, the patient was doing well with only mild inflammation, considered normal and expected to improve with drops and time. At the 1-week follow-up, healing was progressing, though some swelling persisted. An iris strand was observed without signs of inflammation; the condition was monitored. On (B)(6) 2025, mild inflammation and a possible iris strand or fiber were noted. The patient was advised to continue tapering steroid drops. At the (B)(6) 2025 visit, swelling had reduced, but the iris strand or fiber remained. The surgeon recommended removal. The specimen, sent to pathology, was evaluated on (B)(6) 2025 and identified as a clear, 0.1 cm × 0.1 cm refractile foreign material. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Corrected information was provided in section h.6. Correction: the FDA patient impact code f19 should have been in the original MDR the product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified handpiece and cartridge were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The particle was not provided to company for identification testing. A root cause as to the nature and origin of the material cannot be determined. The results provided by the reporting facility do not allow for identification. It cannot be determined if the lens or delivery system were damaged. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).